Event description:
I have had issues with my dexcomg6 failing, giving inaccurate readings (states bgl is 40 when bgl is 174) which could lead to unnecessary treatment and adverse effects including death. Since (B)(6) 2020 I have called in 8 sensor errors to dexcom. FDA safety report ID # (B)(4).